Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump was not charging normally and required manual pressure on the charging pad to initiate charging, confirmed using a known working pad and orientation; a replacement device was arranged, and blood glucose was reportedly unaffected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and healthcare professional and analysis of information provided by the user or third party. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge, associated with the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.